Event description:
Reporter calling, stating she is concerned about the poor quality of her minimed 780g system to manage her diabetes. Reporter states her belief that the FDA needs to investigate this product further, and states this system should not be approved for use. Reporter states she began using the 780g system in (B)(6) 2023, and that she has experienced problems ever since that time. Reporter states the device is "very complicated" to set up for use, and that her glucose sensor must be worn on the back of her arm, per device instructions for use. Reporter states that placing the sensor on the back of her arm is very difficult to do alone, and "unless you're an octopus" it cannot be done without assistance. Reporter additionally states that the glucose sensor is supposed to last seven days, however her sensors never do and instead fail prior to their full seven-day life. Reporter states she constantly receives device error messages instructing her to replace her sensor before seven days have elapsed. Reporter states she has repeatedly called medtronic about the problems she has experienced, and although they are willing to send her a replacement sensor, reporter states they do not seem to be addressing the overall quality problems with this system. Reporter states she is "very unhappy" with the performance of this system, however states this is the only system that has been approved for her to use, so she has no other options.